Manufacturer narrative:
H3: one cadd solis vip pump was received with a damaged lens. The event log was reviewed and there was evidence of a system fault. The power up process was conducted and the reported "faulty screen/lines and alarms" issue was duplicated. The main printed circuit board (pcb) was faulty. The main pcb will be replaced to resolve the issue.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has faulty screen, and alarms. No adverse effects were reported.